Event description:
The customer reported that following a radiology procoedure in 2004, a vasoseal elite was deployed. This was the operator's first vasoseal elite deployment. The operator deployed the collagen through the vasoseal sheath with force and when the sheath was removed it was noted that a small portion of the tip of the sheath tubing was missing. The physician was informed. A controlleld hematoma was noted at the left arterial puncture site. An angiogram was performed from the right side and no issues were noted. Oral keflex was prescribed to the pt for prophylaxis. The physician explained the possible fraying of the sheath in the subcutaneous tissue and the purpose of the antibiotics. No changes were noted to the left lower extremity from prior to the case. No further complications were reported.